Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the filter would not open. The physician had advanced the greenfield filter to the interior vena cava, but when the filter was deployed, it would not open. The filter remains in an unopened position within the ivc. A second greenfield vena cava filter was successfully deployed. The procedure was successfully completed. The pt is reported as 'good' following the procedure; no injury or complications were reported.